Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17451229m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The generator stopped ablation automatically when the temperature cut off was reached (43 degrees celsius) when the ablation was conducted on the left pulmonary vein (lpv) from the right pulmonary vein (rpv). The generator was set to power control mode. The catheter was removed from the patient's body. It was then noted that a clot was stuck to the tip of the catheter and there was inadequate irrigation from 3 of the holes. When the catheter was flushed continuously, the saline then came out from the 6 holes. The issue was resolved by changing the catheter. After the procedure, they checked the irrigation. There was no problem with the flow when the high flow was conducted at 30ml/min. The procedure was completed without patient's consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The issue with high temperature was assessed as not reportable. The generator would not allow ablation when temperature cut off values were reached and therefore, the risk to the patient was remote. The issue with inadequate irrigation was also assessed as not reportable. Intermittent or low irrigation was highly detectable by the physician. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The clot on the tip of the catheter was assessed as a reportable malfunction. Clots have poor adherence to catheters and transseptal sheaths and could be a potential source of embolism.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The generator stopped ablation automatically when the temperature cut off was reached (43 degrees celsius) when the ablation was conducted on the left pulmonary vein (lpv) from the right pulmonary vein (rpv). The catheter was removed from the patient¿s body. It was then noted that a clot was stuck to the tip of the catheter and there was inadequate irrigation from 3 of the holes. When the catheter was flushed continuously, the saline then came out from the 6 holes. The issue was resolved by changing the catheter. The procedure was completed without patient's consequence. The patient has not exhibited any neurological symptoms since the procedure was completed. The returned device was visually inspected and it was found in normal conditions; no sign of clotting was noticed in the catheter. Per the event, the catheter was tested for electrical performance, temperature comportment and generator compatibility and it was found within specifications. In addition, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not verified. The root cause of the clot observed during the procedure cannot be determined. Based on available analysis finding results, the failure mode does not appear to be caused by any internal biosense webster, inc. Processes.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/2/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).